Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned syringe kit. The package contained the subject syringe kit and also contained a material safety data sheet (msds) for methotrexate. Handwritten on the msds was "cytostat inside the syringe." This suggests the syringe may have been filled with a fluid other than saline or contrast media. Visual examination confirmed adhesive residue on the outside of the syringe barrel. Numerous yellow particulates were also observed within the fluid path. Additional information obtained from the pharmacist at the site stated they are filling the syringe with methotrexate and using the product to perform blood brain barrier disruption as a treatment for brain cancer. The stellant disposables instructions for use states "intended use: the contents of this package are intended to be used in the delivery of contrast media or saline. They are indicated for single-use on one patient only with medrad stellant injectors. Contraindications: these devices are not intended for multiple patient use, drug infusion, chemotherapy, or any other use for which the device is not intended." There is insufficient evidence of a device malfunction. The customer is using the stellant syringe kit off-label and not as it is intended to be used.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The site reported the following: after opening a sds-ctp-qft syringe kit there was a "glue-like matter in the syringe's surface." They did not use the set.